Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center front panel was blinking. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: g2: (mark health professional). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's allegation was confirmed. Based on the results of the investigation, it is likely, that the phenomenon occurred, due to faulty main (cm board) board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.